Manufacturer narrative:
(B)(4). Date sent: 9/24/2024. D4: batch # 812c69. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage with a gst45b reload loaded in the device. Additionally, the reload was received with the right side fully fired, the left side outer row fully fired, and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 812c69, and no non-conformances were identified.

Event description:
It was reported that during a gastric bypass, on the 4th or 5th firing, the stapler is placed between two intestinal ends, the surgeon closes the jaws and fires it. The stapler sounds strange, - it says three "grunk sounds" but moves the knife forward and is apparently working as it should. The stapler is removed afterwards and the stapler line looks defective ¿ not all staple rows are intact - there is total leakage. When the stapler has come out of the patient, the jaws and the reload are inspected - and there are staplers left in the reload. The surgeon will need to sew the anastamosis with suture afterwards. The anastamosis is tested as standard and is tight. There are no harm or consequences for the patient.